Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 1,200 mg/dl and high ketones. The customer was treated through intravenous insulin and saline and was released from the ICU on (B)(6) 2023 with no permanent damage. The cause for the reported issue was unknown. The customer continued to use the pump for insulin therapy.